Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear component. Visual inspection confirmed the complainant¿s experience of shield dislodgment. The clear component was identified to be shield, an internal plastic component of the seal. Based on the condition of the returned unit, it is likely that the dislodged shield was caused by non-axial insertion or removal of asymmetrical instruments through the trocar. Applied medical¿s instructions for use (IFU) states that, ¿extra care should be used when inserting angular and asymmetrical instruments, such as ¿j¿ hooks and clip appliers. All instruments should be centered axially when inserted through the seal to prevent tearing.¿

Event description:
Procedure performed: unknown. Event description: cannula was placed into patient without issue. When inserting the obturator it slipped and went all the way inside the patient's body cavity. The obturator was floating in the cavity and was retrieved without issue. There was no patient injury. It is unknown how the case was completed. Product is available for return. Additional information was received via email on 28jul2023 from applied medical representative: "the facility notified me the same day that I submitted the incident report. [...] Also the piece that was in the patient was the clear cylinder, the shield [...]". Patient status: no patient injury.

Event description:
Procedure performed: unknown. Event description: cannula was placed into patient without issue. When inserting the obturator it slipped and went all the way inside the patient's body cavity. The obturator was floating in the cavity and was retrieved without issue. There was no patient injury. It is unknown how the case was completed. Product is available for return. Additional information was received via email on 28jul2023 from applied medical representative: "the facility notified me the same day that I submitted the incident report. Also the piece that was in the patient was the clear cylinder, the shield" patient status: no patient injury.

Manufacturer narrative:
The event unit has returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.